Event description:
When loading a hex nut onto the 3/8 hex torque driver, the nut migrated too far into the recessed portion of the instrument. The surgeon had difficulty threading the hex nut onto a set screw and, as a result, the procedure was extended by thiry minutes.